Manufacturer narrative:
The most likely cause for the reported failure is user error. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse. However, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 25th april 2023, it was reported by a sales rep via email that a ar-1588rt-ib (tightrope® ii rt, recon ib¿) snapped upon attempting to cinch down the graft into the femoral funnel. The suturetape that snapped was part of the pulling sutures and not final implant. This occurred on (B)(6) 2023 during acl reconstruction procedure. Procedure was completed successfully by using another new ar-1588rt-ib.